Event description:
It was reported the device was not alarming. No patient involvement was reported.

Manufacturer narrative:
Other, other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. The device was received missing the on/off control knob and relief pressure knob. The reported issue was duplicated; the pneumatic alarm was not heard. The root cause was found to be normal wear and tear of components: (nrv) non return valve assembly, alarm reed, and airmix switch. Upgrades were performed for the nrv assembly and alarm reed. Cleaning was done for the airmix switch. The device passed functional tests after repairs and calibration. D5 and e4 are unknown, corrected data: the manufacture date was not updated when the serial number changed on the previous supplemental report.

Manufacturer narrative:
New information submitted by the customer, update of the serial number of the device: item number 120002 with serial number (B)(6). The information was updated in the complaint. H10: device evaluation: device was returned for device evaluation which is anticipated but not yet begun.